Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old male pt, the device inappropriately shut down. The user was able to restart the device and deliver a shock to the pt. However, the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.